Event description:
It was reported that while using oneflow pcst erroneous results on patient samples were acquired. The following information was provided by the initial reporter: "we have a customer using pcst & pcd from oneflow (see lots in the pictures attached) and she has realized that cd19-pecy7 is positive in one tube and negative in the other, although the sample was from the same patient! Cd19-pecy7 is positive in one tube and negative in the other, both from the same patient using pcst & pcd. 1. Was a patient impacted or was this a customer's experience that was impacted? Customer's experience. 2. What type of patient impact was experienced? None. 3. Were erroneous results on patient samples obtained? Yes, contradictory. 4. Was there any physical harm/injury due to the issue? No. 5. If customer was harmed/injured, provide details - how and to what extent? No".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 2031207. D.4. Medical device expiration date: 31-dec-2023. H.4. Device manufacture date: 31-jan-2022.

Event description:
It was reported that while using oneflow pcst erroneous results on patient samples were acquired. The following information was provided by the initial reporter: "we have a customer using pcst & pcd from oneflow (see lots in the pictures attached) and she has realized that cd19-pecy7 is positive in one tube and negative in the other, although the sample was from the same patient! Cd19-pecy7 is positive in one tube and negative in the other, both from the same patient using pcst & pcd. Picture available & attached¿. 1. Was a patient impacted or was this a customer's experience that was impacted? Customer's experience. 2. What type of patient impact was experienced? None. 3. Were erroneous results on patient samples obtained? Yes, contradictory. 4. Was there any physical harm/injury due to the issue? No. 5. If customer was harmed/injured, provide details - how and to what extent? No".

Manufacturer narrative:
H.6. Investigation summary; ¿ scope of issue: the scope of the issues is limited to 659912 - 2031207, oneflow pcst. ¿ problem statement: when the same patient specimen was tested, cd19+plasma cells was detected in pcst reagent, and not detected on the pcd reagent. ¿ manufacturing defect trend: two qn¿s reported for this product, 200995356 and 200995258. Date range 05-11-2021 to 05-11-2022. ¿ root cause analysis: no root cause was determined. To evaluate performance, two normal bone marrow specimens were tested with both pcst and pcd reagents simultaneously. Both reagents detected cd19+ cells on the plasma cell and normal b cells. ¿ complaint history review: there is 1 reported performance complaints including this complaint. Date from 05/11/2021 to 05/11/2022. ¿ risk review for risk analysis review, bd oneflow product family risk analysis, sap doc# 10000372165ra, rev 02 was reviewed. Hazard(s) identified? Yes or no. Hazard #: 3.1.8. Hazard: indirect harm to patient. Hazard cause: the device is unable to accurately identify the material of interest. Harmful effects: incorrect result. Severity: 1. Occurrence: 3. Risk index: 3. Risk control: the design of the device will include antibodies specific for the markers of interest, and requirements for accuracy will need to be met. Implementation: 1. Pro cas-oflyricpp pcst,pcd 12c iuo/peo #10000409815. 2. Pro cas-oflyriclb lst,bclpdt1 12c iuopeo #10000409814. 3. Pro cas-oflyrical alot 12c iuo/peo #10000409816. Hazard #: 3.2.10 hazard: indirect harm to patient. Hazard cause: improper resealing of reagent packaging resulting in dim to no staining. Harmful effects: incorrect result. Severity: 3. Occurrence: 3. Risk index: 9. Risk control: IFU to state on how to properly reseal reagent packaging after use of reagents. IFU to state the limitations of using tubes after opening the pouch. (Azure devops req ID: (B)(4)). Implementation: bd oneflow ifus val-of-19-01p system validation protocol for legacy tubes on lyric # 10000434577. New hazard: none. Mitigation(s) sufficient yes. If no (to above), what actions will be taken? Na. Hazard(s) identified? Yes or no? ¿ batch history record (bhr) review: the following batch records were reviewed. 659912 - 2031207, oneflow pcst. 91-0970- 2031428 pouch oneflow pcst s. 91-0971- 2020268 pouch oneflow pcst c. Material passed all the manufacturing specifications prior to release. ¿ returned sample analysis: photo was sent with the complaint. Analysis of the photo has indicated that pcst stained patient sample detected cd19+ plasma cells and not detected by the pcd reagent when stained with the same sample. ¿ retain sample analysis: oneflow r&d team stained 2 normal bone marrow specimens with pcst and pcd reagents. Results indicated that cd19+ plasma cells was detected by both reagents. In addition, staining characteristics of both reagents were similar and b cells (cd19+) were also detected on both reagents. Therefore, the cd19 pe-cy7 antibody in both reagents was working and the reagent functioned as intended. ¿ conclusion: cd19+ plasma cells were detected in both pcst and pcd reagents that were used to stain the same normal bone marrow specimens. ¿ investigation executive summary: yes. ¿ investigation conclusion: based on the investigation result, complaint was not confirmed.

Event description:
It was reported that while using oneflow pcst erroneous results on patient samples were acquired. The following information was provided by the initial reporter: "we have a customer using pcst & pcd from oneflow (see lots in the pictures attached) and she has realized that cd19-pecy7 is positive in one tube and negative in the other, although the sample was from the same patient! Cd19-pecy7 is positive in one tube and negative in the other, both from the same patient using pcst & pcd. Picture available & attached¿ 1. Was a patient impacted or was this a customer's experience that was impacted? Customer's experience . 2. What type of patient impact was experienced? None. 3. Were erroneous results on patient samples obtained? Yes, contradictory. 4. Was there any physical harm/injury due to the issue? No. 5. If customer was harmed/injured, provide details - how and to what extent? No."

Manufacturer narrative:
H.6. Investigation summary: bd acknowledges the customer¿s experience regarding the indicated failure mode: when the same patient specimen was stained with pcst and pcd reagents, cd19+ plasma cells was detected by pcst reagent, and not detected with pcd reagent. Investigation results using normal bone marrow stained with both pcst and pcd reagents simultaneously, has indicated the presence of cd19+ plasma cells in both reagents. Batch record review showed that the material passed all the required specification to release the product. Therefore, the customer¿s observation was not confirmed. Bd is continually monitoring complaints received for this device and reported issues to identify emerging trends.

Event description:
It was reported that while using oneflow pcst erroneous results on patient samples were acquired. The following information was provided by the initial reporter: "we have a customer using pcst & pcd from oneflow (see lots in the pictures attached) and she has realized that cd19-pecy7 is positive in one tube and negative in the other, although the sample was from the same patient! Cd19-pecy7 is positive in one tube and negative in the other, both from the same patient using pcst & pcd. 1. Was a patient impacted or was this a customer's experience that was impacted? Customer's experience. 2. What type of patient impact was experienced? None. 3. Were erroneous results on patient samples obtained? Yes, contradictory. 4. Was there any physical harm/injury due to the issue? No. 5. If customer was harmed/injured, provide details - how and to what extent? No."